Manufacturer narrative:
(B)(4). The service engineer se) evaluated the device and verified the reported malfunction. The se performed testing and the device passed all testing. No parts were replaced and the device was returned to service.

Event description:
It was reported that during patient use, a ventilator went into an inoperative status. The patient was then transferred to an alternate ventilator. There was no harm to the patient as a result of this event.